Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Ref MFR report: 1627487-2013-10096, -10097, -10098 and -10100. The pt (spain) had an scs system which included the ipg, two leads (from the same lot), two lead extensions (from different lots) and two lead anchors (from the same lot). It was reported the pt was hospitalized due to an infection. An antibiogram was performed and came back (B)(6). The pt was treated with oral antibiotics and the entire scs system was explanted. Further investigation identified the infection has since resolved. The explanted devices will not be returned to the MFR for analysis.